Event description:
A customer reported that a snap noise occurred during a case. Lights 1 and 2 lit at the same time and the footswitch position on display remained at 3 even though the customer had returned it to zero. The system was rebooted, but was ultimately switched out to avoid reoccurrence. The case was then completed. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).